Manufacturer narrative:
A3b): patient gender unk. A4): patient weight unk. B7): other relevant history unk. H3): a portion of the lld ez was discarded and a portion remained in the patient, thus a product investigation could not be performed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non-function. A second rv lead was present within the patient, but was not targeted for extraction. First, the ra lead was removed successfully. Then, targeting the rv lead, using multiple devices (spectranetics glidelight laser sheath, spectranetics visisheath dilator sheath, spectranetics sub-c tightrail dilator sheath, and tightrail (long) dilator sheath), extraction attempts were unsuccessful. At that time, it was decided that the procedure would not continue, and the lld, along with the rv lead, was cut and capped and remained in the patient. No attempt was made to unlock the lld before abandoning. The patient survived the procedure. This report captures the lld ez within the rv lead which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H4): device manufacture date was updated from 16-oct-2024 to 15-oct-2024.